Manufacturer narrative:
Concomitant medical products: model: dtba1d1, crt-d; implanted: (B)(6) 2016.

Event description:
It was reported that the patients right ventricular (rv) lead exhibited high impedance levels on the svc high-voltage coil. The lead was partially removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.